Event description:
After esophageal dilatation was completed, patient complained of severe pain in upper esophagus. Physician ordered an esophagram and a small tear was noted in the upper esophagus. Patient was admitted overnight and tear was healed within 24hrs. Patient did not require surgical procedure.